Manufacturer narrative:
During laboratory analysis, the product surveillance technician (pst) connected the air bubble detector (abd) to lab use only (luo) testing equipment. After the circuit was set up and the abd activated from the central control monitor (ccm), the abd instantly started alarming. The abd was activated multiple times and each time it would immediately alarm. It was determined that the abd did not meet specification.

Event description:
During field installation of the device, the user reported that the air bubble detector (abd) kept alarming even when there were no air bubbles present. The module and the cord were replaced, but the issue remained. The abd sensor was swapped with an abd sensor from a different machine and the issue was resolved. There was no patient involvement.

Manufacturer narrative:
The field service representative (fsr) confirmed that the abd sensor was constantly alarming even when there were no air bubbles. She replaced the abd sensor and completed functional testing. The unit operated to the manufacturer's specifications.